Event description:
Equipment connected and tested prior to surgery as usual with scope connected and unable to get clear picture when scope assessed in comparison and other scope lens missing from end of scope. This had already happened to other scope few months prior. Reported both times to smith & nephew with no explanation for occurrence. Dates of use: 2008, diagnosis or reason for use: right knee arthroscopy.